Manufacturer narrative:
No blank display anomalies noted during testing. Device passed displacement test, sleep current measurement, active current measurement and selftest.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that the screen the pump is dead and cannot get it to turn on, had tried 5 new batteries, was sent a new battery cap and replaced the cap and it was working, took the battery cap out and it started doing replaced battery now and now it will not turn on, bought a new pack of batteries replaced 6 and it will not turn on. Troubleshooting was performed for blank display and noticed display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.